Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 25mmol/l with polydipsia, polyuria and symptoms of dehydration. The patient received phone advice and treated with insulin via injection. Customer support (cs) completed troubleshooting and the basal history matches the active basal program settings. The basal delivery totals in tdd do not match active basal program total, there was no known cause for variation. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: the history shows the pump was manually suspended on (B)(6) 2016 at 16:39 and manually resumed at 17:55. The pump was manually suspended on (B)(6) 2016 at 10:12 and manually resumed at 11:12. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during testing. Unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.